Manufacturer narrative:
An approximately 13.5 inches long section of the percutaneous lead (driveline) was returned for evaluation. Tape had been applied to the outer cover at the terminus of the connector bend relief. The reported driveline fault alarms and low speed events were confirmed based on the evaluation. Examination of the driveline found breakdown of the braided shield predominately at the metal connector and at several areas along the length of the returned cable. Electrical continuity testing of the driveline revealed an intermittent discontinuity in the black wire when the wire was manipulated. Visual inspection of the wires found a breach in the black wire insulation at the metal connector and all of the inner conductors were fractured. Manipulation of the wires caused the green wire to elongate and fracture directly adjacent to the black wire breach, indicating that the majority of the inner conductors had been fractured inside the intact insulation. The remaining wires appeared unremarkable. The fractured inner conductors of the black and green wires would have contributed to the reported driveline fault alarms. The exposed conductors of the black wire would have allowed a short to ground while the system was operating on the power module, resulting the reported low speed and pump stoppage events. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was at home on battery power and experienced a driveline fault alarm in the morning. The patient exchanged the system controller and a few hours later another driveline fault alarm occurred. There did not appear to be any cracks in the driveline. A third system controller was placed. Chest x-rays were unremarkable. Data log files for both system controllers were sent to the manufacturer's technical services for review and the driveline faults were noted. On (B)(6) 2015 while the patient was at home on battery power the third system controller alarmed for a driveline fault. The patient exchanged to the backup system controller. The patient again experienced a driveline fault alarm on the third system controller. Review of the data log file for (B)(6) 2015 found speed drops and pump stops while the patient was connected to the power module patient cable. A new x-ray showed possible cable fatigue beginning near the system controller connection with a possible short-to-shield issue. The patient was asymptomatic during the reported events. A percutaneous lead (driveline) repair was performed on (B)(6) 2015.